Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact air drive device had a worn motor and would not run, and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a sticky trigger, moving parts did not move smoothly, the locking mechanism was stiff/stuck, component damage, will not reverse ¿ reverse locking mechanism blocked, will not run ¿ motor damage, worn bearing, and the housing was worn. It was further determined that the device failed pretest for check the power with power test bench, check the function of the device, check for sticky trigger, check the free movement of the soft mode switch, check reverse locking mechanism with oscillating saw attachment ii, and check attachment coupling with oscillating drill attachment. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.